Manufacturer narrative:
(B)(4). Visual examination found that the distal tip of the chisel had nicked at microscopic level and it had scratches on the tip. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. All complaint trends will be evaluated as a part of the depuy spine monthly complaint review meeting. A definitive root cause for the chisel¿s distal tip nicking cannot be positively determined. However, noted damage suggests that the chisel was likely subjected to inadvertently forces during the process, resulting in the distal tip of chisel undergoing nicking. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip of chisel defective after first use.